Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.1, laboratory inr: 1.6, therapeutic range: 2.0 - 3.0. This was the first inratio test performed on this pt by the reporting facility. The time between testing was fifteen (15) minutes. Based on the inratio result of 2.1, the pt's medication dosage was not adjusted. There was no reported adverse pt sequela. There was no additional information provided.